Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. There was no impact to the customer's blood glucose level. The contact primed the tubing and reported that the bubble did not move.